Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the device "stopped helping like it is supposed to, it is supposed to go to the legs, but it isn't even doing it. It isn't even going up to the stomach. The patient stated that this has been happening for 3 or 4 months now. The patient stated that they have fallen "a couple of times in (B)(6)." The patient stated that the device is charging and isn't in overdischarge. The patient stated that the healthcare provider (hcp) has tried to reprogram the device but they couldn't, and said it has to be taken out. The patient wants to get the device working. The caller moved to a new area and is being set up to see a new hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the fall and lack of pain relief was a ruptured disk. The patient had back surgery to resolve the issue and the lack of pain relief had not been resolved.